Event description:
Hand held communication devices (walkie talkies and cellular phones) increased volume of delivered breath, decreased volume, altered analogmeter readings of expired minute volume, and activated inappropriate alarms. All done with walkie talkie. Problems more pronounced at lower frequencies. Ventilator was not in pt use at the time.